Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). Complaint conclusion: it was reported that while using a 6/7f mynxace vascular closure device (vcd); no hemostasis was achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. The product is available for analysis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device did prep normally. Manual pressure was applied for 20 minutes to achieve hemostasis. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. The patient's hospitalization was not extended as a result of the failure. There were no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors. A non-sterile mynx ace vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device revealed that button 2 had been fully depressed and button 3 (for balloon retraction) was not retracted. There was no evidence of blood in the inflation indicator or in the syringe. The hydrogel sealant was not returned with the device. During the investigation, the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed as intended per the IFU. A review of the manufacturing documentation associated with lot f1630901 presented no issues during the manufacturing process that can be related to the reported event. The root cause of the failure experienced by the customer could not be determined. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that while using a 6/7f mynxace vascular closure device (vcd); no hemostasis was achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. The product is available for analysis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device did prep normally. Manual pressure was applied for 20 minutes to achieve hemostasis. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. The patient's hospitalization was not extended as a result of the failure. There were no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors.